Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer¿s ilet charging pad did not power the ilet despite correct pump placement and attempts with multiple wall outlets, while the ilet powered on immediately when placed on a personal phone charging pad, and a replacement ilet charging pad was arranged. Symptoms included no user-reported clinical effects. Outcomes included no reported impact on health, no alarms, and a replacement supply shipment. Investigation included troubleshooting by verifying correct device placement and testing alternate power sources. Investigation of this case revealed a nonfunctioning ilet charging pad consistent with a charger performance issue, with normal function of the ilet confirmed via an alternate charger. It was concluded, based on previously established findings for similar reports, that the cause was a faulty charging accessory.